Manufacturer narrative:
(B)(4). Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert condition was detected via the remote monitoring system. Additional information received indicates that a clinician received an alert for a high out-of-range shock impedance measurement (>125 ohms). The clinician also reported that the shock lead impedance occasionally jumps up in value, however the measured shock impedance was 108 ohms that day in clinic and the right ventricular lead did not "look broken." Boston scientific technical services was consulted and discussed increasing the alert threshold to 150 ohms after installing a software update. This lead remains in service. No adverse patient effects.